Event description:
Subsequent to the initial MDR being filed, the following information was received: the cerebral vein was 50% stenosed pre-procedure.

Event description:
It was reported that the procedure was to treat a cerebral vein through the jugular vein. A 10 x 40 mm absolute pro self-expanding stent system was advanced to the lesion and the first 20 mm deployed without incident when the thumbwheel started moving freely and the rest of the stent did not deploy. The stent delivery system was pulled backwards and the proximal end of the stent became stuck in the catheter tip and the stent separated into two pieces. The proximal half of the stent was removed with the sheath. Another 8.0 x 40 mm absolute pro stent was deployed proximally to the first stent. Two and a half hours post procedure the patient required urgent neurosurgery to evacuate a subdural hemorrhage. The day after the procedure thrombosis occurred in the stent. The patient remains in the intensive care unit on a ventilator with semi paralysis of the left side and is obeying commands. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty deploying and difficulty removing could not be confirmed as the stent was already deployed from the delivery system and the distal sheath was separated. The stent separation was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the absolute pro instruction for use (IFU) states: the absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree. Hemorrhage and thrombosis are listed in the IFU as known observed and potential patient effects associated with the use of a stent in peripheral arteries and/or biliary tree. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device coding: 2017 - indication for use. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.